Event description:
The device has been explanted.

Event description:
Healthcare professional reported left side migration, rupture, seroma, and visibility/palpability. Healthcare professional later reported confirmed alcl with markers of alk- and cd30+. Biopsy report was not provided. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma and lymphoma alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma alcl.

Event description:
Healthcare professional reported left side migration, rupture, seroma, and visibility/palpability. Healthcare professional later reported confirmed alcl with markers of alk- and cd30+. Biopsy report was not provided. The device remains implanted.